Manufacturer narrative:
The manufacturer initially reported an everflo oxygen concentrator allegedly caused a patient to have ventricular tachycardia. The patient was reportedly taken to the hospital and is now recovering well. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator caused a patient to have ventricular tachycardia. The patient was taken to the hospital and is now recovering well. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.